Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure it was observed that there were two blue dots (instead of the usual one on the same side as the contra-lateral limb of the device) on the front grip of the bifurcated stent graft delivery system. The physician checked the position of the contralateral limb under fluoroscopy and the device was successfully implanted. As per the physician, the cause of the event was a product fault. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Video evaluation summary a video of an endurant delivery system was returned. The device was seen in the operating room. There was another device in view. No traceability information shown on the video to identify either device. The delivery system was rotated in the video and two blue dots were seen on the video. The device in the video looks to have been assembled using two parts with blue dots instead of just one. If information is provided in the future, a supplemental report will be issued.